Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise to high out-of-range shock impedance measurements greater 125 ohms. Rv pace impedance measurements remained within normal lmits, but also showed a gradual rise in measurements. Technical services (ts) discussed troubleshooting/programming options and possible causes, such as potential changes to the patient's underlying condition. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.